Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 : reference MFR. Report#: 3006705815-2018-03122. It was reported the patient suffered a fall, and then was unable to increase amplitude for stimulation. Diagnostics revealed high impedances. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03122.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-03122. It was reported that the patient underwent surgical intervention on (B)(6) 2019, wherein the patient¿s leads were explanted and replaced. Therapy has been restored postop.